Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity drug eluting stent to treat a lesion in the proximal left anterior descending (lad) artery. The lesion exhibited moderate tortuosity and severe calcification with 90% stenosis. The lesion was described as a thrombus lesion. The device was inspected and prepped prior to use with no issues noted. The device was unable to cross the lesion. An image provided of the used device identified stent deformation.

Manufacturer narrative:
The lesion pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.